Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis was not related to baxter¿s pd solutions devices or disposables but was possibly due to the use of a recalled lot of minicap that was used by the patient. It was not reported if the patient was treated for the peritonitis event. At the time of this report, the patient¿s outcome and action taken with pd therapy were not reported. No additional information was available.

Manufacturer narrative:
Lot # - the lot number used in this event was unknown, however, the box of minicaps was from the recall. Correction/removal report number - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.